Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. System operates as intended. (B) (4) 06/16/2009.

Event description:
Customer reported the system is displaying a charger failed error. No pt injury was reported.